Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter, after the catheter had been inserted into the patient they found that irrigation could not be performed. When they examined the catheter they found that the irrigation side port attached to the catheter handle was cracked. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using an intellanav mifi open-irrigated ablation catheter, after the catheter had been inserted into the patient they found that irrigation could not be performed. When they examined the catheter they found that the irrigation side port attached to the catheter handle was cracked. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received by boston scientific for analysis.